Manufacturer narrative:
(B)(4). Date sent: 12/20/2016. Batch # n56g4p. The analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60b cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. After further evaluation, the cartridge was noted to be damaged due to the knife caught on inside of cartridge track, after that the drivers on that side of cartridge did not deploy. Therefore, no staples were formed on that side of the cartridge. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If the device is fired, the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional test was performed due the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: did the surgeon convert from lar to apr due to device issue or patient factors? We converted because of patient factor. We converted because of tumour bulk. Echelon was used because we needed to transect rectum very low and echelon was the only instrument we could fit in the pelvis. Did the patient undergo preoperative radiation or chemo therapy? Patient had undergone preop radiation. What was the general condition of the tissue? Was it unusually thick or fibrous? Tissues were very fibrotic but not where the device was used. The specimen was evaluated and there was no tumor where echelon was used. What is the current patient status? Patient is doing very well. Finally had abdominoperineal resection. The decision to do this was because of margins too close in my opinion. Additional information received: alert & procedure dates were october 26-16. Lot ¿ n92v27. Device will be returned and a picture of reload will be provided. This was a complicated lar case, as the tumour was low in the patient. The overall case went from noon to 7pm. The difficulties experienced with this echelon device caused an extra 40 minutes of surgery. The surgeon, originally was planning an abdominal peroneal resection procedure, but decided to try an lar in the hope of restoring normal bowel function. There were two surgeons working on the patient. The case had already been converted to an open procedure prior to using the echelon device. The device was fired, there was a slow motor sound followed by a crackling sound. Users attempted to open the device by pushing the reverse button, the motor activated but did not open. They then tried the manual over-ride. First upward push was fine, the 2nd was very hard and the users were concerned about breaking the device. The rep was contacted right away, and after consultation called them back to suggest trying to push open lever once more, however, by that time they had already excised the device from tissue. The procedure was completed by doing an abdominal peroneal resection. The patient was female, approximately (B)(6) and following the procedure was reported to be fine. After the procedure and attempt was made to remove the tissue from the device, they resorted to using a unknown tool which appears to have damaged the reload. The reload appears to have not fully fired and the knife was not returned to position. The surgeons are familiar with steps for removing the device. After surgery an attempt was made to remove the tissue from the device, they resorted to using an unknown tool which has damaged the reload. The reload appears to have not fully fired and the knife was not returned to position.

Event description:
It was reported that the device was used during a lap low anterior resection. This was a complicated lar case, as the tumour was low in the patient. The overall case went from noon to 7pm. The difficulties experienced with this device caused an extra 40 minutes of surgery time. The patient¿s surgeon was originally was planning an abdominal peroneal resection procedure, but decided to try an lar in the hope of restoring normal bowel function. There were two surgeons working on the patient. The case had already been converted to an open procedure prior to using the echelon device. When the device was fired with a blue reload, there was a slow motor sound followed by a crackling sound. Users attempted to open the device by pushing the reverse button, the motor activated but did not open. They then tried the manual over-ride. First upward push was fine, the 2nd was very hard and the users were concerned about breaking the device. The rep was contacted and after consultation called them back to suggest trying to push open lever once more, however, by that time they had already excised the device from tissue. The procedure was completed by doing an abdominal peroneal resection. The patient is female, (B)(6) and following the procedure was reported to be fine. After surgery an attempt was made to remove the tissue from the device, they resorted to using a unknown tool which has damaged the reload. The reload appears to have not fully fired and the knife was not returned to position.